Event description:
It was reported that during a distal radius fracture procedure on (B)(6) 2015, two screws would not engage into the plate, and they become cross threaded and unusable. The hole in the plate was left empty and the plate is implanted in the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Lot number and expiration date - unknown. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01026).